Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No compromised force sensor system alarm noted. Insulin pump passed the stop current test, run current test, unexpected restart error test and displacement test. No unexpected weak battery alarm or battery out limit alarm anomaly noted. Insulin pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, small crack at end cap, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was around 100 mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.